Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that they received ophthalmic gas during a retinal detachment repair procedure. Afterwards, the patient experienced sharp pain, headaches and vision loss. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified this to be a patient issue of elevated intraocular pressure (iop) that was treated. The doctor had no concern or fault with the product and did not wish for it to be tested. No further information is anticipated.

Manufacturer narrative:
The directions for use (dfu) for the ophthalmic gas used in this reported event include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note that caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause intraocular pressure (iop) to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful or may cause glaucoma and/or may cause cataracts. There is no evidence contained within the reported information at this time that indicates that the design or performance of the ophthalmic gas used contributed to the event reported. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action take, as appropriate. (B)(4).